Event description:
It was reported that impedance was high, at greater than 2000 ohms, and there was oversensing, with inappropriate shocks due to noise. Noise could be reproduced with arm motions. The physician plans to replace the lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.